Manufacturer narrative:
"The device shows some wear at the distal tip. The etching is beginning to wear." Additional information added to investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer investigation results are as follows. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following measurements were taken during investigation: the widths of the (B)(4) aligned blades on the tip were measured to be (B)(4) mm, (B)(4) mm. Both were found to be within specification of 0.385 +/-0.010 per (B)(4). The widths of the (B)(4) offset blades on the tip were measured to be (B)(4) mm, (B)(4) mm. Both were found to be within specification of ((B)(4) ¿ (B)(4) mm) per (B)(4). The diameter of the tip feature was measured to be (B)(4) mm which is within specification of (B)(4) mm +0/-0.04 per (B)(4). The device was not found to be out of specification during the investigation; however, the wear at the tip could contribute to the blade having difficulty retaining screws. Wear to the screwdriver blades is likely a result of continued use over the life of the devices, along with exposure to high levels of torque. No definitive root cause was able to be determined. All measurements taken using mitutoyo caliper ((B)(4), s/n (B)(4), calibrated (B)(6) 2016). A visual inspection, dimensional test, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device history records review was completed for 03.503.202, lot # u107665. Release to warehouse date: jun 15, 2009, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of field equipment, the tip of four (4) screwdriver blades were found worn and a screwdriver driver handle is chipped. The tip of two (2) 1.5mm/2.0mm screwdriver blades hxc self-retain plus drive 96mm and two (2) matrixmidface screwdriver blades hex coupling/self-retain/76mm were worn and were not retaining screws well. The blades were tested with their corresponding screws. The ratcheting screwdriver handle has a chip at the black end by the ratcheting part of the thumb. The chipped piece is missing. No issues with the devices prior to the discovery were reported. It is unknown how long the devices have been in use. No case or patient involvement. Concomitant devices report: 2.0mm ti locking screw self-tapping with plus drive (tm) (part # 401.292e, lot # unknown, quantity 5). Self-drilling screws 1.5mm (part # 04.503.224, lot # unknown, quantity 5). This report is for one (1) matrixmidface screwdriver blade. This is report 1 of 3 for (B)(4).